Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was impacted due to the occlusions. The customer disconnected from the pump and reverted to manual insulin injections for diabetes management. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the past occlusions was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.